Manufacturer narrative:
A lot number was not provided; therefore the sterilization and lot history records could not be reviewed.

Event description:
The user facility in (B)(6) reported during vitrectomy surgery the cutter would not cut; however aspiration continued and pulled vitreous body. The surgeon decreased the cutting rate and the cutter started to engage. The surgery was completed with no patient injury reported.